Event description:
It was reported that a pump keypad was inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The sigma device eval found all keys (other than the 1st, 2nd, and 4th soft key) to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the 3rd soft key will occur following the selected key's function (e.g. When the first soft key is pressed the first soft key will be selected, followed by the entry of the 3rd soft key). The keypad does not allow for the user to program or start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.